Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 18 mm x 4.0 mm, eccentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 20 x 4.50 rebel stent was advanced but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient serious injury nor complications were reported and the patient's status was stable.